Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v487156, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that his symptoms returned; there was a sudden change in therapy/ symptoms. Urinary symptoms were reported. When the patient used his patient programmer and tried to adjust, he saw a power on reset. There was no recent test or electromagnetic interference environmental exposure. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.